Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate ongoing dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair with mesh and linx device implantation occurred without issue on an unknown date. -device explant due to moderate ongoing dysphagia occurred on (B)(6) 2018. -device was found in the correct position/geometry. -physician reports that the device was partially explanted (12 or 14 beads), and that 2 beads remain implanted. He stated that "the device broke with 2 beads still in place posteriorly, I could not retrieve them." -physician reports that the patient "at follow up 2 weeks post op was doing ok, symptoms were back to baseline."

Manufacturer narrative:
Method codes 10, 84, 3354.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate ongoing dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair with mesh and linx device implantation occurred without issue on an unknown date. Device explant due to moderate ongoing dysphagia occurred on (B)(6) 2018. Device was found in the correct position/geometry. Physician reports that the patient "at follow up 2 weeks post op was doing ok, symptoms were back to baseline."